Manufacturer narrative:
Technical evaluation: measuring from the hub/shaft joint there is a slight bend in the catheter at 12cm. At 72.5cm and 95.5 cm there are single axis bends in the shaft. A 0.026" mandrel slides easily through the catheter until it reaches the bend at 72.5cm, at which point it was blocked to moderate pushing. Measuring from the distal tip there are flat spots at 1.5-2cm, 6-6.5cm, 8-9cm, 10-11cm and 13-14cm. Conclusion: the incident is confirmed as reported. The DHR for this manufacturing lot was reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 0854 (lot # l15165). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The lot has passed all dimensional measurements per specification. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement.

Event description:
After removing the psc032 from its storage hoop, a kink in the mid portion of the shaft was discovered during the prepping of the catheter. The catheter was never introduced into the patient. A new catheter was removed from inventory, and the case was completed successfully.